Event description:
It was alleged that the surgeon console went into medium priority alarm during setup for a versius trainer session, due to a timeout on one of the software components. This issue occurred during non-clinical use and there was no patient involvement. Software was re-installed on the device and this resolved the issue. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.